Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) had reported that while performing endoscopic sinus surgery (ess) intra op, the tip of the device was shaking during use, and the product was replaced to a spare product. There was no patient impact. The procedure was completed using backup products. Upon follow up, additional information stated that prior to use the blade seated upon the handpiece properly concluding that there was no connection issue between blade and handpiece. The blade was not checked for wobbling prior to use. The malfunction occurred while the surgery was being performed.

Manufacturer narrative:
H3: visually, there was no damage to the external construction of the device. However, when the inner assembly was removed, the shaft was bent distal to the inner hub which would have resulted in the reported event. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but the blade profusely wobbled while oscillating at 5000 rpm. A review of the global complaint data showed no other complaints about this lot number. It was concluded that the complaint could be confirmed and there was an out of specification condition that was related to the complaint due to physical damage. Previous codes fdm(b17), fdr(c20), fdc(d14) and img(04041) are not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.